Event description:
Reportedly, the subject device was interrogated and prepared for an implantation without showing any anomaly. The device has been programmed to be implanted using rf telemetry. After giving the device to the physician, rf communication was lost without succeeding in recovering it. It seemed to be due to the changed position/orientation of the device. So, after pocket closure, interrogating the device showed a reset and invited to reinitialize that was been done by inductive telemetry. After, the device reported rf communication problems asking for calibration. Canceling it, the device reported different warnings about multiple resets and functioning abnormalities. The device was not kept implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject device was interrogated and prepared for an implantation without showing any anomaly. The device has been programmed to be implanted using rf telemetry. After giving the device to the physician, rf communication was lost without succeeding in recovering it. It seemed to be due to the changed position/orientation of the device. So, after pocket closure, interrogating the device showed a reset and invited to reinitialize that was been done by inductive telemetry. After, the device reported rf communication problems asking for calibration. Canceling it, the device reported different warnings about multiple resets and functioning abnormalities. The device was not kept implanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed a corruption of the memory that occured shortly after implantation. One of the possible hypothesis is that the device received electrostatic discharge at implantation causing electronic disturbance leading to device reset.

Event description:
Reportedly, the subject device was interrogated and prepared for an implantation without showing any anomaly. The device has been programmed to be implanted using rf telemetry. After giving the device to the physician, rf communication was lost without succeeding in recovering it. It seemed to be due to the changed position/orientation of the device. So, after pocket closure, interrogating the device showed a reset and invited to reinitialize that was been done by inductive telemetry. After, the device reported rf communication problems asking for calibration. Canceling it, the device reported different warnings about multiple resets and functioning abnormalities. The device was not kept implanted and will be returned for analysis.